Manufacturer narrative:
Product analysis: deformation of the handle screw and the screw thread of the cable tip were confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an unknown spinal procedure. It was reported that the instrument loosened. There was no patient symptom reported.